Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation UK. During the investigation it was noted that the evaluation confirmed occurrences of the battery charging light not functioning and battery communication failure messages. During internal inspection, it was found that one of the pins in the battery connection assembly was damaged and had come out of the socket. Although the unit did not power off during testing, a damaged connection assembly can cause battery communication failures and potentially lead to unintended power loss. The logs confirmed that the device powered off multiple times. The battery connection assembly was replaced to resolve the issue. The device was recertified and returned to the customer. No trend related to similar reports.